Manufacturer narrative:
UDI #: n/a .

Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
(B)(4). Replacement battery resolved the issue.